Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 04/17/2017 that on (B)(6) 2017, the patient did not get or hear the low alert. Date of issue is approximate. No additional patient or event information is available. Data was provided for evaluation. The reported not hearing the low alert was not confirmed via data. The root cause could not be determined.